Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, after the clip was deployed, the device was difficult to remove. The access ports and the safety release button were used but the system could be only be removed with a strong effort. Hemostasis was achieved using manual compression. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the starclose device. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found the device was fully clip-deployed and the returned condition substantiated the reported difficulty of removing the device after firing the clip. Inspection of the device indicated that all vessel locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired, resulting in the reported difficult device removal. The returned condition revealed that the access ports and safety release were utilized to facilitate the device removal as instructed in the instructions for use; however, the device could not be released from the artery due to the bent wings that prevented them from completely collapsing into the tubeset. The flex-guide was exposed at the proximal end of the device due to an attempt to retract the thumb advancer to facilitate the device removal; therefore, not considered a failure mode of the device. Possible contributing factors for bent wings that resulted in difficult device removal after firing the clip include, but is not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The vessel locator wings were inspected for proper assembly during manufacturing. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment techniques, which could have contributed to bent locator wings. There were no challenging anatomical conditions reported. Based on manufacturing inspection criteria and analysis of the returned device, the probable cause for bent vessel locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip placement and device removal. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific product quality deficiency.